Event description:
It was reported that during a lobectomy procedure, the device would not open after the second firing. Unk how it was removed. Additional suture was performed to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.